Event description:
It was reported that the user¿s meal announcements were not properly delivered because the blue deliver action was not swiped after selecting meals, resulting in no recorded meal selections over several days and subsequent glucose excursions while using the ilet. Symptoms included multiple episodes of low glucose overnight requiring oral carbohydrate treatment with approximately 10 oz of orange juice. Outcomes included transient hypoglycemia that was self-treated at home without emergency care or hospitalization. Investigation included review of use history and user education by technical support regarding correct meal announcement workflow. Investigation of this case revealed use error related to missed meal delivery confirmations, with no device malfunction reported or observed. It was concluded, based on previously established findings for similar reports, that the cause was user error due to incomplete meal announcement procedure.